Manufacturer narrative:
According to the customer, on (B)(6) 2025 when he woke up in the morning his oxygen was at "89", and when he attempted to administer "albuterol" with his nebulizer, the medication was not dispensing. The customer reported that due to the reported incident he called an ambulance and went to the emergency room. The customer reported he was given a treatment in the ambulance, given a treatment in the emergency room, and prescribed "prednisone" as a result of the low oxygen level. The customer reported he has "copd" and is required to take the "albuterol" treatment "three times a day". The customer reported there was no serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 when he woke up in the morning his oxygen was at "89", and when he attempted to administer "albuterol" with his nebulizer, the medication was not dispensing.